Event description:
It was reported that there was a patient infection. Original procedure on (B)(6) 2011 slap tear, biceps instability and rotator cuff tear of the left shoulder. There was a large supra-acromial spur. Prp (platelet rich plasma) was injected into the repair site. Incision was well healed. On (B)(6) 2011 patient was seen by surgeon for a swollen site. A cultures was taken and showed propionibacterium acnes. On (B)(6) 2011 revision with removal of screw, ar-1580bc. Per surgeon, infection appears to be localized to insertion site of the ar-1580bc even though another implant (ar-1927bcft) was also implanted. Patient doing well. Will be monitored for further signs of infection. A bone scan has been discussed but not done at this point. (B)(6).

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. No issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.